Event description:
Pt reports that in 2006, pt received high reading on adc meter (21 mmol/l) and increased insulin. An hr later pt tested again and was still reading high (18 mmil/l). Pt was transported to an ER via ambulance where he was diagnosed with severe hypoglycemia.